Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that 5 months after the dental implant was placed in patient's mouth t site ada#20, subacute chronic osteitis as well as non osseointegration was observed. The patient presented with pain and mobility. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 5 months after the dental implant was placed in patient's mouth t site ada#20 subacute chronic osteitis as well as non osseointegration was observed. The patient presented with pain and mobility. There were no reported patient injuries or complications